Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare provider stated the patient complained of "jerking" and believed it was an interaction between their gastric stimulation device and their sacral nerve stimulator. It was stated that the patient was going to have their sacral nerve stimulation leads moved.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v464760, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v464760, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. The effect occurred following reprogramming of the patient¿s gastric stimulation device. It was noted that the reprogramming took place about the end of february or at the first part of (B)(6) and that was when they first experienced a shocking at the site of their urinary lead. The shocking started out just a little bit however over the past week the patient noticed a change all of the sudden feeling shocking whenever the lead site was touched, sat on, or lied on. It was stated that the patient had no falls or trauma and both implants were on the same side in the back on the right side. The patient¿s health care provider¿s (hcp) believed there could be some interference between the 2 devices. Different hcp¿s had consulted with a vice president of the manufacturer and were told that interference couldn¿t occur and another manufacturer representative said that it could. It was reported that the hcp¿s the patient had consulted with were considering interference between the devices as a possibility. The urinary therapy was not helping until the patient was reprogrammed by a manufacturer represe ntative in (B)(6) 2013 and then it was helping. It was noted that the reason for the urinary implant was for hesitation and mobility. With the stimulation off the patient might experience a return of bladder symptoms and wouldn¿t be able to void however the shocking had stopped. It was stated that at one point different programming did help with their sacral pain and in the last few months since they received the gastric stimulation device replacement their sacral pain had returned. The patient went to use their patient programmer and they received the change the batteries screen and had replaced with 3 different sets of batteries from a new package and the programmer would not power up. It was noted that the patient checked and there was no corrosion or moisture in the battery compartment and the programmer had not been dropped or gotten wet. The patient found some extra batteries that they were unsure if it was from a different remote or not and they were able to turn the programmer on. It was reported that the patient got the poor communication screen and after adjusting they were able to turn the stimulation off and the shocking had stopped. The patient was scheduled to see their hcp on (B)(6) 2014. It was noted that currently and for a long time the patient had not had a hcp to manage their urinary device as they were a complicated case and their last hcp told them they were not experienced enough. The patient had another shocking incident that happened while they were adjusting their stimulation and that shocked the heck out of them. It was reported that the patient was able to turn stimulation off right away and this happened 3 weeks ago. It was noted that the first manufacturer representative the patient saw in october provided training on how to use the programmer and that was the first time they had their system looked at since implant in 2011. The patient saw another specialist in (B)(6) and the manufacturer representative told them not to tweak the settings if they were getting good symptom control.